Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. It is, however, confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint since it is difficult to recreate the situation at the time of procedure with limited information without device. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
(B)(6) 2015: stent was implanted at second portion of duodenum to pylorus. (Stenosis about 4cm in length) about 2cm of stent end was placed over the pylorus. No particular problem arose during the implantation procedure. (B)(6) 2016: patient vomited and then received plain abdominal radiograph. As a result, no stent was confirmed inside the patient's body. It was suspected that stent was egested with feces. (B)(6) 2016: since vomiting continues, another stent (ddt2212) was newly implanted to the patient. Currently on the way to recovery. Physician's comment: length of stenosis was relatively short with tissues not very hard. No evidential data provided, but physician says he assumes there was certain level of peristaltic movement as pancreatic cancer being the primary disease.